Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was bowed, the cutting wire was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6); reported here as the phone number exceeded character limit for the designated field. H6: imdrf device code a0401 captures the reportable event of cutting wire broken. H11: investigation results: the returned ultratome xl was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Additionally, the working length was kinked, and the tip was damaged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. Also, it was found that the working length was kinked, and the tip was damaged. These problems could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6); reported here as the phone number exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the device was bowed, the cutting wire was fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.